Event description:
Granuloma formation. Had volbella filler injected into my perioral lines in (B)(6) 2017; in early (B)(6) 2017, I developed 4 hard lumps in my face. Three were on my eye socket bones; 1 next to my mouth. I went to a dermatologist for answers; was referred to a facial plastic surgeon to excise one lump to determine the type; it was diagnosed as a granuloma. Further analysis showed hyaluronic filler at the center of the mass. I was treated with oral steroids for 3 weeks, and have been taking doxycycline, 500 ml, once daily since. All the lumps have resolved, except for the one next to my mouth, which is not visible, but can be felt. I have had restylane silk, juvederm xc, and voluma previously over 7 years, with no reactions. The vycross technology appears to be what triggered the granulomatic response. How was it taken or used: subcutaneous. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2017. Why was the person using the product: perioral lines.